Manufacturer narrative:
Two suction/irrigation cannula set (10/5) (600340) were returned for evaluation. The device history record (DHR) was reviewed, and no anomalies related to the reported issue were identified. Failure analysis: visual and functional evaluation of the returned suct/irrig cannulas were performed. The returned cannulas were in used condition. One cannula had its irrigation button disassembled and the springs/o-rings removed, preventing proper function. For the undamaged cannula, when water was pumped through the irrigation valve, there was leakage out of the end of the tube while the valve was closed. Supplier evaluation identified that the shape of the trumpet valve may allow leakage due to a gap between the shaft and the sleeve. Leakage cannot be completely avoided. No additional risk was identified from leakage and the supplier stated that leakage is an expected outcome. Regular lubrication of the valves and o-ring can help to create a stronger seal. Per the instructions for use (IFU) "the use of an instrument lubricant, that is compatible with the method of sterilization to be used, is recommended before instruments are sterilized... Note that ultrasonic cleaners remove all lubrication; therefore, this maintenance procedure should be done routinely after ultrasonic cleaning and before sterilization." No manufacturing defect was identified. Root cause analysis: the reported complaint was confirmed. It was determined that one cannula had water leakage at the end and one had a broken irrigation button. Water leakage is an expected result of use of the device. No manufacturing, workmanship or material deficiency has been identified.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that when the surgeon was suctioning, using the suction/irrigation, fluid continued to drop down the cannula, pooling in the patient. It was reported that the unit does not suction well and irrigation leaks everywhere when its not being used. There was reportedly a five minute delay in procedure time; however, no patient injury occurred.